Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution, and multiple tunneling attempts were ruled out. Additionally, the patient does not have any contraindicating conditions. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported irritation at the wound site. An incision and drainage (ind) procedure was performed for suspected infection, home health and antibiotics were prescribed. A revision procedure was performed on (B)(6) 2022 and the patient is doing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution, and multiple tunneling attempts were ruled out. Additionally, the patient does not have any contraindicating conditions. A review of sterilization and packaging records for the respective product lot was conducted; it was confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported irritation at the wound site. An incision and drainage (ind) procedure was performed for suspected infection, home health and antibiotics were prescribed. A revision procedure was performed on (B)(6) 2022 and the patient is doing well.